Event description:
During the fistula pta treatment procedure, difficulty was encountered removing the ultra thin balloon dilatation catheter following rupture of the balloon. The device was advanced to the 75% stenotic lesion. On the first inflation to 12 atms, the balloon burst. Difficulty as encountered removing the balloon causing the catheter to stretch. After several attempts the balloon was removed. A new device was used and the procedure was successfully completed. No patient injuries or complications were reported. The patient's status was reported as "fine".